Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing due to electromagnetic interference. The device will continue to be monitored. No patient consequences were reported.